Event description:
Customer called to report about a controller which is not recognizing several batteries on port 1 but these are working on port 2, (B)(6) could see several switching events which leaded to complete exchange of controller and battery patient very active, goes out for a run 3 times a week, while running he is used to have high power alarms as to see in the logs (max.6.8watts, 5.5 in daily routine).

Manufacturer narrative:
One controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple premature power switching events. Analysis of the returned controller ((B)(4)) revealed that the device met specifications; the device passed visual examination and functional testing. This is report one of 5 reports (3007042319-2015-00921, 3007042319-2016-01040, 01041, 01042, 01043) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from (B)(6) by a patient that a controller was not recognizing several batteries on power port 1 but they would work on power port 2, the clinical engineer could see several switching events which lead to the complete exchange of the controller and batteries. There were no reported consequences or impact to the patient. No additional information was provided. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.